Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer disconnected tubing from body and pump, checked connections, reattached tubing to cartridge, ran fill tubing until drops appeared, then resumed insulin to address the issue.